Manufacturer narrative:
(B)(4). Additional information received: the device cut but only partially lay staples resulting in the distal end with no formed staples. The blood loss was significant enough that transfusions were required along with the transfer to the public hospital to have another surgeon and ICU assist in the resolution. I do not have exact details around this'. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what structure was the device being fired on? The device was being fired on the stomach. Please explain what is meant by failed? Did the device cut? Did the device staple? The device cut but did not correctly lay staples resulting in mucosa exposure. What was the quantity of blood loss? Were there any blood transfusion required? Unsure. How was the bleeding addressed? Unsure. Why was the patient transferred to another hospital? Yes to the public hospital. How was the patient's blood pressure during this event? Unsure.

Event description:
It was reported that the powered echelon with black reload failed on the final firing on the mgb. Patient was transferred to public hospital and worked with other surgeons to resolve bleeding.